Event description:
According to the reporter: procedure: incisional hernia. The customer reports that the tacks were stuck in the shaft that was noisy. There was poor penetration of the tack through a sepramesh from bard. We fired up to 50 tacks on a 3" x 5" mesh but only 10% of the tack hold through the mesh to the abdomen. The procedure was completed using a protack. No ill effect to the patient. The sample is being sent for evaluation. The tacks that fell into the cavity were removed.

Manufacturer narrative:
(B) (4). (B) (4).